Event description:
It was reported via a legal notification that the pt underwent a cardiac catheter procedure on june 23, 1995 as an out-pt. The procedure was uncomplicated and uneventful. Subsequently, the pt began to develop vague abdominal flank pain. Diagnostic evaluation revealed a catheter-like structure in the right common iliac artery. The pt underwent surgery and a small blue catheter was removed from the aortic perforation. The pt's condition was considered to be good after the procedure.